Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the arm is broke at a weld on the right side where the arm flips back on the frame.

Manufacturer narrative:
The expanded evaluation states that the armrest mounting bracket was broken completely off and the underlying cause is deficient welds. It was also found for the lower hinge pin to attach front riggings was missing.

Event description:
Provider states ,the arm is broke at a weld on the right side where the arm flips back on the frame.